Event description:
Star total ankle replacement components were removed due to the subsidence of the tibial components.

Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-141, lot#: 1031065, expiration date: 01/01/2018, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 01/2013. Star total ankle replacement, sliding core mobile bearing, model #: 400-255, lot #: 070597/709, expiration date: 11/15/2003, date of implantation: (B)(6) 1999, date of explantation: (B)(6) 2014, device manufacture date: 11/1998. There were no deviations reported in the dhrs for part numbers 400-262 lot 120399/61 or 400/255 lot 1031065 notes that 2 out of the 62 pieces were discarded; all released parts were within specification. Company report form states patient went from (B)(6) at time of primary to (B)(6) at time of explantation.